Event description:
It is being reported that a woman underwent a shoulder repair with the use of a lupine soft tissue fixation device, this was sometime around 2006. One year later, the patient underwent a scope visualization of the repaired shoulder (reason or precipitator for this procedure not yet determined). At this time, it was determined that the patient had extensive grade IV humeral head and glenoid chondrolysis. The surgeon performed some debridement of the affected area and there were no clinical signs of infection. The preliminary report states that, the patient will have to receive a total shoulder replacement. [Seeking more information afrigault 30-may-2007 08:39:35].

Manufacturer narrative:
At this point in time, not much is known about the incident. Mitek is in the information gathering mode. When all of the information that can be had is had, and if from that information a root cause can be determined, the findings will be reflected in the follow-up report.